Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml (dose 201.34 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and the patient's medical history included multiple sclerosis (ms). On an unknown date, the patient experienced itching and spasticity was noted by the patient prior to (B)(6) 2015. The patient ended up getting treatment on (B)(6) 2015 for a urinary tract infection (uti) and then went to the emergency room (ER). The ER said the patient did not have a uti and the pump was okay. The event occurred post-operative and the patient had the pump replaced on (B)(6) 2015. The patient did not have any diagnostics or troubleshooting performed. The doctor did a 22% increase on (B)(6) 2015. It was unknown if the issue was resolved at the time of this report. The patient's status at the time of report was alive- no injury. Surgical intervention did not occur and it was unknown if surgical intervention was planned. On (B)(6) 2015, additional information was received via a company rep. It was noted the hcp may need to see if the patient had an ms exacerbation post-surgery. On (B)(6) 2015 the pump logs were examined and indicated the patient was receiving intrathecal lioresal 500 mcg/day in simple continuous with a daily dose per day of 164.98 mcg/day via an implanted pump. The pump status after update showed an increase of 22% in flex mode with a daily dose of 201.34 mcg/day. It was noted symptoms occurred on (B)(6) 2015 including itching, spasticity which first started prior to (B)(6) 2015. The patient had uti treatment on (B)(6) 2015 and then the following week went to the ER. The patient did not have a uti and nothing wrong with the pump. The hcp tried to prescribe oral baclofen, but the patient refused. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient¿s concomitant medications were unknown. Ever since the patient got her pump replaced, her therapy was not as good. The managing physician had been increasing her dose since. On 2016-05-11, a dye study under fluoroscopy and CT dye spiral scan was done. The interventional radiologist (ir) initially had a lot of pressure to push dye, and then it got easier. He also saw the dye on the fluoroscopy stay in a small area. When he did the CT dye study, the dye went everywhere. It was a great mylogram. The ir physician said he thought he "unclogged" the catheter. The patient stayed overnight for a 23 hour observation since the patient lived 3 hours away. There was concern that if the catheter became unclogged, that maybe the patient's dose might be too high since her dose was around 120mcg per day prior to them escalating the dose since her replacement. They reduced her dose a little over 30%, and monitored her for 23 hrs. The patient was educated about signs and symptoms so she could report to the nurse if she began experiencing overdose or underdose symptoms. She was sent home on the reduced dose that she was given post dye study. As of (B)(6) 2016, it was unknown if the event had resolved. Surgical intervention did not occur and it was unknown if it was planned. The patient¿s status was reported as ¿alive ¿ no injury.¿